Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. A longevity calculation was performed and an increased rate of power consumption was confirmed. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that premature battery depletion was suspected. The patient presented in clinic for a routine follow-up for a device check. It was observed that the battery longevity decreased and was showing 5 years remaining, which previously showed 8 years remaining at the last device check approximately one year ago. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. A longevity calculation was performed and an increased rate of power consumption was confirmed. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that premature battery depletion was suspected. The patient presented in clinic for a routine follow-up for a device check. It was observed that the battery longevity decreased and was showing 5 years remaining, which previously showed 8 years remaining at the last device check approximately one year ago. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Please note: this supplemental report is being submitted to include the non-advisory statement.

Manufacturer narrative:
The device was explanted and replaced. Should additional information become available, this report will be updated. (B)(4).

Event description:
It was reported that premature battery depletion was suspected. The patient presented in clinic for a routine follow-up for a device check. It was observed that the battery longevity decreased and was showing 5 years remaining, which previously showed 8 years remaining at the last device check approximately one year ago. Subsequently, the device was explanted and replaced. No additional adverse effects to the patient were reported.